Manufacturer narrative:
The failure investigation has been completed and the alleged battery issue was verified; however, the alleged time issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump unexpectedly shutdown. Tandem technical support reviewed pump data and found the battery gauge dropped from 55% battery life to 1% battery life, and the pump subsequently shutdown. In addition, cts found the pump date was inaccurate. The customer did not report how the pump date became inaccurate. Customer's blood glucose level was 201 mg/dl. Tandem technical support guided the customer through adjusting the pump date to be accurate. The customer successfully powered the pump back on. Reportedly, the customer continued to use the pump for insulin therapy.